Event description:
It was reported that stent damage occurred. The 100% stenosed target lesion was located in the severely tortuous and mildly calcified atrioventricular branch. A 2.50 x 24mm synergy xd drug-eluting stent was advanced for treatment.. However, the device failed to cross the lesion and a deformation on the stent was observed. The device was replaced with a 2.25 x 24mm synergy xd drug-eluting stent but it could not also reach the lesion. The stent was deformed as the catheter was pushed hard due to severe tortuosity of the lesion. Plain old balloon angioplasty was used with atrioventricular branch lesion. The procedure was not completed due to another reason. There were no patient injuries reported.

Manufacturer narrative:
Initial reporter city: (B)(6).